Event description:
Caller reported a malfunction on the pump, identified as malfunction 12. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if any issues arise again.